Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the day before, the customer had high blood glucose; she stated that the insulin pump did not give and alarm, but they changed the infusion set. The mother also reported that the day of the call the insulin pump alarmed motor error. Blood glucose value was 331 mg/dl. Troubleshooting was performed. The insulin pump was not exposed to a high magnetic field and the customer was able to rewind the insulin pump. The device will be returned for analysis.